Event description:
Related manufacturer report number: 2017865-2023-42246. It was reported that the patient presented for follow up with loss of capture exhibited by the right ventricular lead after a rise in defibrillation impedance. The output of the implantable cardioverter defibrillator was adjusted via programming, and the defibrillation impedance was measurement fell back in range. There were no patient symptom reported.